Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. Customer is installing a preventative maintenance (pm) kit and is taking the unit apart and will check the installation of cv3 during the pm. Customer requested part ID for check valve. Customer received cv3 repaired the unit and unit has been returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported failed extended self-test (est) with error code check valve 3 (cv3) leak (3110). There was no patient involvement.